Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a total hip arthroplasty due to arthritis in the hip. The patient initially had a procedure for a femoral neck fracture, original date of implant unknown where 7.3 cannulated screws were implanted, unknown if synthes products. The patient was scheduled for an explant on (B)(6) 2015 to remove the 7.3 cannulated screws. While the surgeon was removing the screws, the tip of a screwdriver shaft broke off in the head of one of the screws. The surgeon was able to remove the screw with the tip of the screwdriver shaft embedded in the screw, and finish the procedure with a hand screwdriver. There was no surgical time delay. The patient status outcome is fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history record was completed: manufacturing location: (B)(4). Manufacturing date: 23april2001. Part: 314.23, lot: 4241252 (non-sterile) - cannulated hexagobnal screwdriver. Lot was release to the warehouse on 23april2001. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned device has numerous marks and scratches from use over its lifespan. The distal hex tip is fractured off and was returned stuck in the screw recess. The balance of the screw is undamaged. Per the complaint description, the cannulated shaft was used to extract a screw rather than the provided solid shaft. Since the cannulated shaft is weaker than the solid shaft, a mechanical overload situation likely was the cause of the tip failure. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The current drawing for the device was reviewed. There have been changes to the drawing since the device was manufactured. There was a change in the material from (B)(4) to yield a more favorable failure mode (hex stripping vs hex shear). The design was also updated to harmonize the tolerances of the hex drive. The current design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are additional instruments used during cannulated screw implantations and proper use and maintenance are addressed in numerous technique guides. Per the technique guides, a manual screwdriver must be used for final tightening. The complaint condition was caused by method of use, instrument age, and off axis use, rather than the design of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.